Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, self test, sleep current measurement and active current measurement. However, power management graph displays unexpected battery power loss and long trace displays battery lasts less than expected, problem isolated to electronic assemblies.

Event description:
The customer reported that the battery lasted less then expected. The customer's blood glucose level was 137 mg/dl. Troubleshooting was assisted. The customer was advised to revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The device will be returned for analysis.